Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The error was reproduced by running quality control (qc). The issue was resolved by correcting the dispense lane and incubator alignments. The instrument was validated by running a cup transfer test and qc. The qc results passed and were within published ranges. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2014. A complaint history review and service history review for similar complaints was performed from (B)(6) 2018 through aware date (B)(6) 2019. There were five (5) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages states the following: 4153 c.trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The probable cause of the reported event was due to the misalignment of the incubator and dispense lane. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 4153 c. Trans-z home overrun on the aia-900 instrument. The customer said that he found a tipped cup in the incubator, cleared the cup, and began to run yet the error persisted. The customer observed that the reagent cup was not falling into the incubator. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.